Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device has not been returned, at this time

Event description:
Per biomed: on (B)(6) 2018 it was reported that the sherlock sensor sn: (B)(4) was being used to place a PICC when smoke was smelled by the nurses and patient. The PICC placement procedure was stopped and the end users noticed the sherlock cable was burned through. The patient mentioned a "burning feeling" but no intervention was required and no injury was reported by the nurses. Previous damage of the sensor was not noticed or noted.